Event description:
The customer reported high blood glucose. Customer's blood glucose was 600 mg/dl. Customer stated treated with syringe.troubleshooting was done for high blood glucose. Test passed. Advised the customer to contact health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.